Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, far field r-wave oversensing was noted on the right atrial lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time but device reprogramming is anticipated to be performed. The patient is in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.